Manufacturer narrative:
Analysis of the lead (unknown) was not available at the time of this report. A follow up report will be sent once analysis is complete. Product ID: neu_stylet_acc, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (unknown) found the stylet stuck in the lead, foreign material under connector #7 and the proximal end conductor #7 was broken (overstress/damage) at the #7 connector. Product ID: neu_stylet_acc, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the stylet wouldn¿t come off the lead during the lead/was stuck. The lead ended up breaking. The rep reported that a new lead was provided and the issue was resolved. No further complications were reported.